Event description:
A surgeon reports a scratch was seen on the intraocular lens. There was no patient impact/injury associated with this report.

Manufacturer narrative:
Evaluation summary: the intraocular lens was returned posterior surface up instead of anterior. One haptic had a scrape on the posterior gusset area and the optic was torn/split/cracked in three pieces on the two posts of the lens case. All products are 100% inspected prior to product release and this damage exceeds acceptance criteria. The cause of this type of damage has been identified as the iol becoming caught in the lens case. Corrective actions have been implemented to address this issue. This report was mailed to the FDA on: 10/20/2004.